Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the display screen was dim and discolored. The bolus button cover was lifted and the bolus button slug was missing. The button was inoperable. (B)(6).

Event description:
Investigation revealed the display screen was dim and discolored. The bolus button cover was lifted and the bolus button slug was missing. The button was inoperable. This report is made based on results of the investigation performed on (B)(4) 2015.